Event description:
It was reported that patient underwent a hip revision after an unknown amount of time post implantation due to dislocation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Visual examination of the provided pictures identified the 2 unknown liners. One is scuffed and is covered in bio-debris. The other appears to have a dent. It is unknown which liner was revised. No further details can be seen. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2022 - 02416.